Event description:
International customer reported that the pt underwent a breast procedure in late 2008, and developed a surgical site hematoma in early 2009. The hematoma was aspirated and subsequently resolved. Additional information was requested; no further information was provided.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.